Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced fluid overload coincident with peritoneal dialysis therapy. The patient¿s caregiver stated that the patient was admitted to the hospital due to overfill and spent nine weeks there, and subsequently experienced two heart attacks. During follow up the peritoneal dialysis registered nurse (pdrn) confirmed that the patient was hospitalized for fluid overload and myocardial infraction and had experienced a cardiac arrest during hospitalization. Treatment rendered was unknown. The patient transitioned to hemodialysis. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: information in the complaint file and six pages of received medical records were reviewed. The patient presented to the hospital with abdominal distension, weakness, transient chest pain and reports of constipation for several days with no bowel movements. During hospitalization the patient went into cardiac arrest (date unknown) and also experienced a myocardial infarction (mi) (patient caregiver stated two mis, however, medical records document one). Hospital course and medication administration is unknown. The patient was put on a carbohydrate controlled heart healthy diet and transitioned to hemodialysis (hd). The patient was discharged to a rehabilitation facility on an unknown date. Patient disposition is unknown. It is unknown if the patient was completing pd therapy during hospitalization prior to transitioning to hd therapy or if any fresenius products were utilized. There is a temporal relationship between the patient adverse events of abdominal distention, constipation and chest pain and pd therapy on the liberty select cycler. The cause of the fluid volume overload was attributed to the malfunctioning pd catheter (not a fresenius product) which required the patient to transition to hd therapy. The patient¿s constipation also contributed to the event. Constipation is a known complication of pd therapy. There is no documentation to show a causal relationship between the patient cardiac arrest and subsequent myocardial infarction and the liberty select cycler. It is unknown if the patient was completing pd therapy during hospitalization at the time of the cardiac arrest and mi or if any fresenius product was utilized. Additionally, there is no allegation of a malfunction or deficiency against any fresenius product reported for this event.